Event description:
It was reported that patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited far-p wave oversensing which caused inappropriate automatic mode switch. Programming changes were made. Patient had no consequences.